Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the tip of the device became damaged and the plate is close of being detached. The surgery was finished successfully with a new device with the same part number. Per complaint reporter there was no harm for patient, operator or third party it was not necessary to switch the surgical technique or do a second surgery. Update dw 14-aug-2024: further information was provided that the event occurred during a shoulder arthroscopy.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 apollorf i90, aspirating ablator lot number: 15178029 was received for investigation. Visual evaluation noted that the cord of the device had been cut. The most likely cause for this failure can be attributed to misuse due to a user modification. Further visual evaluation of the device noted that the electrode face had signs of use and was peeling off and starting to detach. This was a supplier process issue addressed in ncr-27076. Functional testing was not performed due to the damage to the device.